Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the cysto-nephro fiberscope had samples taken twice. The first time it was positive for 88 colony forming units (cfu)/20 ml of ralstonia pickettii, sample taken from the instrument channel and the second time tested positive for 130 colony forming units (cfu)/20 ml of ralstonia pickettii, sample taken from the water channel. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.